Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient called to report that he found fluid leaking from the cassette after completing treatment. The cycler was replaced. Follow up was received from the patient's nurse who reported that there was no patient injury related to the event.